Manufacturer narrative:
All available information was investigated, there was no functional analysis performed to investigate the reported adverse event without identified device or use problem as there were no reported issues with the device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted posterior. An xt clip was inserted and grasping was successfully. A chordal rupture was observed during the closure of the clip arm. The clip was removed and replaced. One clip was then implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.